Manufacturer narrative:
Concomitant medical products: product ID: neu_stimloc_acc, serial# unknown, product type: accessory. (B)(6). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Information was received from a company representative regarding a patient. It was reported during a deep brain stimulator (dbs) procedure the right lead was placed and then fixed with a stimloc support clip. Afterwards, the cap was closed. Lead misalignment was confirmed using a fluoroscopy device. When the cap was removed, the lead had fallen out. The support clip was removed and then the strength of the clip on hand was checked; it felt loose so a second lead stimloc was opened. After comparing it to another one, it was pointed out that it was clear the strength had loosened after the support clip was closed. Afterwards, the operation was completed successfully.

Manufacturer narrative:
Analysis of the stimloc clip (s/n unknown) found no anomaly. The lead was not returned. Conclusion code of only applies to the stimloc clip. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.